Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify how the product package had the wrong label. Was the product package or insert that is damaged? Was there any incorrect or missing information preventing proper identification of the product?

Event description:
It was reported that the patient underwent an unknown procedure and topical skin adhesive was used. Prior to the procedure, the package was found to have a wrong label. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
The actual sample was received for evaluation. The evaluation found that the graphics have the incorrect volume symbol. The incorrect volume symbol states 0.5ml instead of 0.36ml as required.